Event description:
Pt reported that device delivered multiple unintended insulin boluses within a time frame of several hours. Pt reported that they were able to intervene and stop two of the three unintended boluses. Pt received no treatment as a result of these incidents.